Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would have contributed to the reported skin irritation. The pod was found to have completed sterility within specification.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016. Using the pod 5 / page 44 warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107 warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported a skin irritation that looked like a burn, described as itchy, burning and warm to touch. The physician diagnosed a reaction to the adhesive and prescribed an antihistamine; which the patient declined. The customer treated the irritation with hydrocortisone, zinc, skin tac, flonase, nextag, tegaderm and 3m cavilon. The pod was worn between 36 and 48 hours.